Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that parts of the display were garbled, especially the auto scales section. Also, the garbled display would come and go with pressure being applied to the keypad. To address the issue, the fse replaced the keypad controller and verified the display to be functioning correctly. The iabp unit passed all performance and function tests and was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a garbled screen. No adverse event was reported.